Event description:
It was reported that the screw head broke on the side-rail transfer plate mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the screw head broke on the side-rail transfer plate mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that screw head broke on the side-rail transfer plate mechanism. Supplemental submitted as the investigation concluded that the head end siderail was loose due to the siderail screw for the siderail transfer plate mechanism was broken. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as siderails could still be raised and locked in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.